Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted one day, displayed noise on the atrial channel. This was not present imediately after implant. The threshold, and impedance, had increased in the 24 hours.